Manufacturer narrative:
Investigation summary: bd received 2 photos from the customer in support of this complaint. The photos were evaluated and do show overfill. This product has a 2ml fill and the blood meniscus is above this amount. Additionally, 10 production retention tubes from the bd inventory were functionally tested and the issue of overfill was not observed as all tubes were within specification limits. Bd was able to confirm the customer¿s indicated failure mode with the photos attached; however, was not able to be duplicated in the retention sample testing. The exact cause of the customer¿s failure mode could not be determined. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Based on an evaluation of frequency it was determined that no corrective action is required at this time.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube there was overfill. The following information was provided by the initial reporter. The customer stated: "after use of the tube , the tube was found to have an overfill issue. Patients and users were not affected."